Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient developed endophthalmitis after primary cataract surgery. A vitreous tap performed two weeks postop confirmed the presence of staphylococcus epidermidis. The implanted lal+ (lal+, sn (B)(6), +18.5 d) was explanted on (B)(6) 2024 and cultured. The resulting culture of the explanted lal+ was unremarkable. The patient was left aphakic following the explantation. Rxsight's first awareness of this event was on 06/13/2024.